Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. It was reported that the balloon was not soaked prior to use. It should be noted that the coronary dilatation catheters (cdc), nc trek rx, global, instruction for use (IFU) states: submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. Additionally, the device was not prepared (air aspiration) outside the anatomy. It should be noted that the coronary dilatation catheters (cdc), nc trek rx, global, instruction for use specifies: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. In this case, it is unknown if the violations of the IFU caused or contributed to the reported complaint. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a mildly calcified and mildly tortuous vessel in the left anterior descending (lad) artery. The 4.5x12mm nc trek balloon dilatation catheter (bdc) was not soaked and was not prepared (air aspiration) outside the anatomy prior to use. The bdc had no resistance during advancement, however, it ruptured after 4 inflations at 18 atmospheres (atms). Another bdc was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information has been provided.